Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/28/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/11/2020. The following information has been requested and received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent please provide photos of the reaction? - photos were sent prior. What medical and or surgical intervention was provided to address the issue with this patient? - information sent prior. Please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond advanced use? - chloraprep. Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? - unknown. Is the patient hypersensitive to pressure sensitive adhesives? - unknown. Were any patch or sensitivity tests performed? - no-not standard procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The following information has been requested but not received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Please provide photos of the reaction? What medical and or surgical intervention was provided to address the issue with this patient? Please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond advanced use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails) was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a implantable cardioverter-defibrillator implant procedure on (B)(6) 2020 and topical skin adhesive was used. A week post op, the patient presented with an red incision with blisters about 3 x 5cm. Keflex antibiotics were prescribed. Current patient status is resolved. Additional information has been requested.